Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a loose pitch cable. A visual inspection of the backend found a cracked input disk #5. Hairline crack was found on grip input disk #5. The instrument passed electrical continuity test and was able to perform energy delivery on in-house system with no issue. There was no damaged insulation on conductor wire. The instrument grip-tips opened and closed with no issue. Additional observations: the instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The instrument was also found to have a frayed pitch cable at the clevis hub. Some bundles/filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. A review of the procedure logs indicated that a monopolar instrument was used during this case. There were scratch marks/abrasions on the edge of the bipolar yaw pulley on both sides. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was not functioning properly. The electricity doesn't reach the tip of the forceps, the instrument does not open well. The procedure was completed as planned using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no thermal damage or arcing observed during the procedure. There was no patient injury.